Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the patient needed an MRI and requested a manufacturer representative (rep) come to the appointment because patient reported the last time they came to the facility, the staff broke their external equipment. The caller described that patient came to facility with equipment and caller believed they saw that patient was full body eligible, but when patient came back for the actual MRI, thecaller wasn't there and someone else who was unfamiliar with the equipment was there and allegedly broke the patient's equipment (caller didn't know any further details about this) and ended up not scanning the patient that day. Therefore, they'd like a rep to come to MRI appointment to ensure everything goes correctly. Caller stated this was a couple months ago, probably in january. Technical services specialist (tss) didn't collect external device information as caller wasn't with the patient. Tss forgot to ask healthcare provider (hcp) information but called caller back and left message. Caller also mentioned that patient had a "revision" on (B)(6) 2017 but when tss asked about why the revision was performed, caller stated they had no further details about the procedure. On (B)(6) 2022, the caller called back and had looked for managing hcp information but hadn't been able to find it. The caller could only find the name of implanting hcp, but didn't know if patient was actually being managed by this hcp.

Event description:
Additional information was received from the patient. They reported that they had the device placed 17 years ago. They noted they have urination problems frequently. Patient also noted they have a "pair" in their right side. Patient stated they get a pulsating by their rectum and then have to have a bowel movement. Patient stated they are now working on this and that they love it when it is working properly. The patient noted the cause of the revision was determined and stated the setting was too high to achieve normal activity. The device was replaced but the patient stated this has yet to be resolved. The cause of the staff broke their external equipment was not determined. They stated the cause of this was "activity level" and that they are still working on a revision so the issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown product type unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.